Event description:
It was reported that during the first turn on of the day, the 2800 system would not boot up. It was noted that green light on back of workstation was on, but no power to system when power switch is depressed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor and the x-ray lamp. The system was tested and found to be working as intended and placed back into service.